Event description:
It was reported that the device may have reached early battery depletion. The device was explanted and replaced. The atrial lead had increased threshold due to cardiac surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix mechanism. Apparent explant damage was also noted. (B)(4) -the device was returned and analyzed and analysis of the device revealed normal battery depletion.